Event description:
It was reported that the patient underwent a surgical procedure involving an artificial urinary sphincter (aus) due to unspecified reasons. During the procedure a new aus was implanted. No information was provided about the patient's outcome. It was further reported that the patient had recurring incontinence. No device malfunction was identified as an evident cause for the symptoms. No more information available at the moment. Should additional information become available, it will be provided.